Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the patient experienced a hypoglycemic event which resulted in the patient nearly blacking out. The patient was given sweet juice and dextrose to raise their blood sugars. It was reported that the cgm was displaying 104 mg/dl, compared to the bg meter reading of 22 mg/dl. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.